Manufacturer narrative:
Investigation summary: bd received 19 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. 10 sample tubes were draw tested along with 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 100 bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes the tubes are underfilled. There was no report of patient impact. The following information was provided by the initial reporter: tubes not fill correctly. Underfilled tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 100 bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes the tubes are underfilled. There was no report of patient impact. The following information was provided by the initial reporter: tubes not filled correctly. Underfilled tubes.